Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, one noise reversion episode and auto mode switch episodes due to noise or electromagnetic interference were noted on the right atrial lead. It was noted that noise was not reproducible; however, the patient has a history of wearing magnetic name tags over the device. The patient would continue to be monitored. No further information was reported.